Manufacturer narrative:
Device has not been returned for analysis as of the date of this report.

Event description:
It was reported that during a pci procedure, the maverick2 monorail balloon ruptured at 14 atms on the third inflation. This maverick2 monorail balloon was inflated to 8 atms on the first inflation and 14 atms on the second inflation. The lesion being treated was a 90% stenotic lesion in the proximal right coronary artery (rca). The maverick2 monorail balloon was being used to pre-dilate the lesion for placement of a unknown stent. The procedure was successfully completed with this device and the stent was successfully deployed. No pt injuries or complications were reported. Patient status is reported as 'good'.